Event description:
On 2025-jan-02, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge inconti nence and urinary/bowel dysfunction. It was reported that they were not getting much of anything on therapy relief since implant. They reported that they couldn't make it to the bathroom and had to wear pads all the time. Patient did increase their stimulation that morning. They said that they were at the lowest setting to start with so they would expect to not be getting much relief. Patient asked for a similar tool, they could use that would work with their implant. Agent told them we didn't have a recommendation. On 2026-jan-30, additional information was received from the patient. The patient stated they plan to undergo device removal. Patient stated they never got therapeutic effect since implant and they had nothing but problems with it. Patient stated they know its not manufacturer's fault. Then the doctor kept asking the patient if they felt stimulation on their left side but patient only felt it on their right side. Patient also felt like they were sitting on a sharp stick, and walking and laying was painful no matter what settings they tried when therapy was turned on. They told their implanting physician about this and the physician performed a vaginal exam who told the patient everything was good, even though it wasn't. Patient's new urologist told patient to just turn therapy off and patient was tentatively scheduled for removal in (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they spoke to the patient today. The device is still implanted but has been turned off. Now that it's off, they were no longer having the pain. Their previous implant was not painful, and they did have symptom relief. They had a follow-up appointment with doctor to determine next steps. They did not know when the appointment will be scheduled.